Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and the visual inspection was also negative for any defects or damage. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the outer insulation was breached/cut. There was some blood/body fluid infiltration to the lead.

Event description:
It was reported that during the implant procedure, noise was seen on the egm. The rv lead was changed out, but noise was still present. The device was changed out and the noise was gone. There is a suspected problem with the header.